Event description:
An hmrx device was implanted in a pt on (B)(6) 2013. The surgeon performed a subsequent surgery on (B)(6) 2014, because the tension cable is protruding out the bottom of the implant. The surgeon was able to salvage the original implant by replacing the tension cable. The x-rays, which were rec'd, shows the device was not completely tightened and fixed when originally implanted in 2013. The tension cable was not returned.

Manufacturer narrative:
The pts xray's confirmed that the device was not completely tightened and fixed. In the initial procedure, dated (B)(6) 2013, the surgeon did not completely tighten and fix the tension cable according to the IFU and surgical technique guide. Subsequently the tension cable migrated distally, irritating the soft tissues of the pt's upper arm and elbow, leading to the subsequent surgery to replace the tension cable. Sonoma's surgical technique guide clearly specifies tightening and fixing the tension cable. The surgeon did not follow the instructions for use and failed to tighten and fixed the tension cable, leading to the subsequent surgery.